Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer's blood glucose level was 189 mg/dl. Insulin pump will need to be replaced. Customer declined to send his pump back to medtronic for analysis. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump had intermittent escape and up arrow button response due to corroded keypad traces. The insulin pump was received with a cracked reservoir tube lip, cracked case at the display window corner, minor scratches on the display window, a missing end cap sticker and a scratched reservoir tube window.